Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Investigation summary: visual inspection: the dhs/dcs® screw was received with the reported condition of visual - damaged. The visual inspection has shown that the positioning groove of the dhs/dcs® screw is expanded and damaged. Upon visual inspection it was noted that there is a broken off threaded tip of an unknown connecting screw inside the distal part ¿ which could easily be screwed out. Dimensional inspection: checked dimensions with caliper, distance flat surfaces at the groove, specification 7.15mm 0/-0.05 / measured 7.28 = damaged post-manufacturing, distance flat surfaces below the groove, specification 7.15mm 0/-0.05 / measured 7.12 = pass, outer shaft diameter below the groove, specification 7.9mm 0/-0.05 / measured: 7.89mm = pass. Functional test: could not be performed due to the damage incurred. Document / specification review: the returned dhs/dcs screw was manufactured in february 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The relevant feature (flat surface distance) was randomly inspected before the part left manufacturing site (inspection sheet). Consequently, the damage occurred is determined to be post production/acceptance criteria's. Summary: the investigation of the dhs/dcs screw has shown that the positioning groove of the screw is damaged and widened up, this damage prevents the insertion of the plate. The review of the production history revealed that this implant was manufactured in february 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The relevant dimensions at the undamaged area were checked, and no deviation was detected. The damage occurred is determined to be post-manufacturing. The type and extent of damage incurred indicates that the positioning groove has been widened up due to inadequate handling. In order to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the appropriate dhs/dcs wrench. (Surgical technique). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 280.150, lot: 9857384, manufacturing site: (B)(4), release to warehouse date: 26 february 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a collum fracture repair on (B)(6) 2019, there were problems when placing a dynamic hip screw (dhs) system. The screw was inserted without problems, however, the 4-hole plate did not fit over the screw and the second plate also did not fit. The screw was removed and a new one inserted. Surgery completed successfully. Concomitant device reported: unknown dhs/dcs plate (part # unknown, lot # unknown, quantity 2). This is report 1 of 2 for (B)(4).